Event description:
Crews responded to a request to transport a chest pain pt to another facility. Department protocol is to monitor the pt during transport. Reportedly, when the device was powered on the display remained blank. Power was cycled to the device multiple times in an unsuccessful attempt to view the pt's waveform. A backup device was made available and used to continue care to the pt. The reporter stated there was no adverse affects to the pt as a result of device operation.